Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during a laparoscopic cholecystectomy, the clips scissored. The applier replaced to complete the case. There was no patient consequence.